Event description:
A malfunction was reported on the pump by a customer. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.